Manufacturer narrative:
The customer's calibration recovery before the event requested but not provided. The customer had multiple outliers in their qc recovery history prior to the event occurring. The provided instrument alarm trace contained abnormal aspiration, sample foam detection, and sample clot detection errors. The fes was dispatched again to assist the customer and found the sample probe to be intermittently sticky. The fes made various adjustments and replaced parts including the sample probe. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The calibration was failing due to errors and the qc recovery was erratic. The field service engineer found the gear pump pressure was low. He adjusted the pressure and ran checks which were acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable albt2 tina-quant albumin gen.2 result for one patient urine sample with the cobas 8000 cobas c 502 module. The initial result was 105.4 ug/ml. This result was reported outside of the laboratory. On (B)(6) 2021, the sample was pulled for a lot to lot comparison and run on another c502 on the new reagent lot with a result of 10 ug/ml. The sample was repeated on both c502s and consistently results as 10 ug/ml. The repeated results were deemed correct as they were consistent with the patient's history. The reagent lot number was 51598201 with an expiration date of 31-aug-2021.